Manufacturer narrative:
A representative slit lamp photo was received from the physician and review indicates the lens was discolored and not considered to have opacification as originally reported. This event is not considered a reportable malfunction as initially reported. Device evaluation: the intraocular lens (iol) remains implanted; therefore a product investigation was not conducted. The customer's reported event cannot be confirmed. Manufacturing record review: a review of the manufacturing records was performed. The manufacturing process record was evaluated. No non-conformance reports (ncrs)/deviations/discrepancies were issued during the manufacturing process of the production order. The review indicates that the product was manufactured and released according to specifications. Complaint data review did not indicate any product deficiency. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). There is no indication at the time of this report that the lens has been explanted. Section completed by manufacturer all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that smokiness was noted after implantation of a za9003 intraocular lens (iol). Patient is asymptomatic with great acuity. There is no plan to explant the lens. No further information was provided.